Manufacturer narrative:
Because the three merci microcatheter 18l devices were not returned to concentric medical, a complete investigation could not be performed. The manufacturing record for microcatheter 18l devices that were shipped to the site, lot number 33015, was reviewed and no anomalies were found that are related to this complaint.

Event description:
Per medwatch user facility reports (B)(4) received via fax on 09/02/2008, two (2) separate 8f balloon guide catheters deflated slowly in the same patient. The quality control coordinator at the site confirmed that the incident date was (B)(6) 2008 as was stated on the medwatch user facility reports. Also, she indicated that there was "no ill outcome" for the patient associated with the events. Repeated attempts were made to get more information from the site. However, as of 10/01/2008, no additional information has been provided. The site would not return the devices to concentric for evaluation. In addition, they did not provide any information regarding exactly how the device were used or how slowly the balloons deflated so we could determine whether our instructions for use were followed or our specifications were met.